Event description:
Procedure: lower anterior resection. Reportedly, when the device was applied the staples did not form properly and the tissue was not cut properly. Due to this procedure had to be converted to a laparotomy.